Event description:
It was reported that the patient presented to clinic and an episode of non-sustained ventricular oversensing was observed. Review of merlin.net transmissions confirmed intermittent ventricular oversensing. It was suspected oversensed signals are due to the lead being close to a capped lead. Patient is scheduled for follow-up and will be monitored.